Event description:
Device malfunction: difficult to remove. Symptoms/ae: failure to achieve hemostasis; surgical removal. Time of malfunction and symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device could not be removed from the pt anatomy. The physician tried to release the locking mechanism on the thumb advancer through the access ports per the instructions for use; however, was unsuccessful. The pt was taken to surgery and a cut down was performed to remove the starclose se device and the artery was sutured. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.